Event description:
Rptr's facility has experienced leaking i.v. Administration sets. Rptr feels there is a possibility of an adverse event due to the problem product. Rptr's hosp has experienced four leaking administration sets that required immediate attention. Also there were two leaking sets on the same pt right in a row. Rptr also has concerns as to what the problem is causing to the overall operation of the pumps.